Event description:
The following was reported to hamilton medical ag: summary: (B)(4) - self test failed. Detailed complaint and failure description: ventilator suddenly shut down (patient attached) screen blank - ventilator alarming constant alarm and screen reading self test failed/ no ventilation after power failure/ technical event (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: tf 431017 - te 231032 - self test failed. Detailed complaint and failure description: ventilator suddenly shut down (patient attached) screen blank - ventilator alarming constant alarm and screen reading self test failed/ no ventilation after power failure/ technical event 231032.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.